Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic procedure, the wire of the fenestrated bipolar forceps was broken. Also, no fragment fell into the patient. The procedure was completed with a back-up same instrument, with no patient injury and no delays.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and failure analysis investigation found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have the conductor wire damaged. The conductor wire exhibited thermal damage. As a result, the wires were exposed. The instrument passed an electrical continuity test. Additionally. The instrument was found to have thermal damage on they bipolar yaw pulley. The complaint regarding reported failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.